Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. The monitor was not returned to zoll manufacturing corporation for evaluation. A review of the download data shows that monitor sn (B)(4) was functionally tested, reconditioned, and then issued to a new patient by a european sub-distributor. A review of the flag files surrounding the treatment event does not suggest any monitor malfunction. No deficiencies were alleged. Device manufacturer date: monitor: 05/27/2015. Electrode belt: 01/14/2015.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was reportedly in the hospital after a surgery prior to passing. The hospital staff and was present at the time of passing. It was reported that the hospital staff performed resuscitation efforts for an hour without success. Additionally, it was reported that the patient was treated while resuscitation efforts were performed. The doctor removed the lifevest from the patient.   Per clinical review of the ECG data, the patient received a first non-lifevest defibrillation at 15:14:04. The patient's rhythm at the time of the treatment was vt at 180 bpm with CPR artifact and tactile artifact, the post-shock rhythm was asystole with CPR artifact. The lifevest treated the patient appropriately at 15:14:22. The patient's rhythm at the time of the treatment was vt at 180 bpm with CPR and tactile artifact, and the post shock rhythm was also vt at 180 bpm with CPR and tactile artifact. The treatment was unable to convert the arrythmia. The patient received a second non-lifevest defibrillation at 15:14:30 when the patient's rhythm was vt at 180 bpm with CPR and tactile artifact, post shock rhythm, was idioventricular rhythm at 45 bpm with CPR artifact degrading to vf with CPR and tactile artifact. The patient received a third non-lifevest defibrillation while the rhythm was vf with CPR and tactile artifact. The patient's post-shock rhythm was asystole with CPR artifact. The patient received a lifevest treatment at 15:15:03 when the patient's rhythm was CPR artifact, and the post-shock rhythm was vf with tactile artifact and variable amplitudes. CPR artifact contributed to false detection. The response buttons were not pressed. The patient was in vf with tactile artifact from 15:15:03 until the electrode belt was disconnected at 15:15:18 on (B)(6) 2019. Tactile artifact and the fact that the patient was in vf for 15 seconds before the electrode belt was disconnected prevented the lifevest from treating the patient. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.